Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the distal tip of the device was found to be cracked. A definitive root cause of the observed crack could not be determined, however, the issue is a known inherent risk of the device and was likely the result of repetitive use stress, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No malfunction reported by the customer. During inspection of the flex deflectable videoscope, the distal end of the device was found to be cracked. The likely cause of the cracked tip was excessive stress. There was no patient involvement, and no harm was reported as a result of the event.